Manufacturer narrative:
Upon receipt of additional information it was determined that this item was reported in error. The initial report was submitted in error and should be voided. Additional information received indicates that the patient was revised due to an infection that occurred more than one year post implantation which led to loosening. Infection beyond one year of implantation can reasonably be excluded as a contributing facture because infections occurring more that one year after implantation are usually hematogenous.

Event description:
Upon receipt of additional information it was determined that this item was reported in error. The initial report was submitted in error and should be voided. Additional information received indicates that the patient was revised due to an infection that occurred more than one year post implantation which led to loosening. Infection beyond one year of implantation can reasonably be excluded as a contributing facture because infections occurring more that one year after implantation are usually hematogenous.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component option size e right item# 00595601502 lot# 63957962. Articular surface regular constraint item# 90597004010 lot# 63952346. Unknown optipac with refobacin. All poly patella standard size 35 mm diameter 9.0 mm thickness cemented item# 00597206535 lot# 63984274. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a study patient is scheduled for a revision due to tibial loosening. Tibial baseplate loosening was noted approximately nine and a half months¿ post implantation. There is no additional information available at this time.